Manufacturer narrative:
Technical and clinical review of the rescue file downloaded from the AED determined the AED functioned as designed during the rescue. The AED correctly diagnosed each analysis period and recommended the appropriate therapy. It prompted CPR sessions as outlined according to current aha guidelines. The customer reported that during the rescue the AED prompted that service was due; however, no service required messages were annotated in the rescue data history record. The data shows no indication that the AED prompted for service and or didn't function correctly during the rescue.

Event description:
The patient was found in a collapsed state shortly after being seen jogging. 999 was immediately called and bystander CPR was started. A community first responder (cfr) was first on the scene. Following patient checks, pads were placed, 1 shock was delivered, and CPR commenced. Two (2) more shocks were delivered. In the next analysis session a shock was advised and then cancelled by the AED. A 4th shock was advised and delivered. After the 5th shock was advised, the voice prompt stated "service due" and the AED powered down briefly, but powered up again and allowed a 5th shock to be delivered. A second unit arrived some 21 minutes after the cfr and then was quickly joined by 2 more. The AED was closed down and the pads removed because they weren't compatible with the type used by secamb clinicians. The patient was pronounced dead at the scene and taken to the mortuary. The AED was able to deliver the required shock and the reported problem of the AED briefly losing power doesn't appear to have contributed to the patient's death.